Event description:
Boston scientific received information that a clinician contacted boston scientific technical services (ts) and stated that they were concerned with how much the battery status had dropped over the last year. Ts suggested saving the device's memory to a disk for review by engineering. At this time the field representative has been unable to obtain additional information from the clinic. All available evidence shows that this device remains in service. No adverse patient effects were reported.

Event description:
Additional information was received that the clinic has scheduled a revision procedure for the patient. It had also previously been noted that the outputs were programmed high.

Manufacturer narrative:
At this time, the product has not been returned. If additional information should become available to our company, this event would be updated.

Event description:
Additional information was received that the device was explanted four months later. No additional adverse patient effects were reported.

Manufacturer narrative:
No additional information is currently available. If additional information becomes available, the event will be updated.